Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h11: a captivator ii-10mm round stiff snare was received for analysis. Visual inspection of the returned device revealed no damages. Functional inspection was performed and when the device was connected to the 10-inch loop fixture, the loop could extend properly without any problem. Electrical testing was performed, and the device was found within specification. No other problems were noted. The reported complaint of loop failure to cut was unable to be confirmed since it was determined that the device did not have any visual and functional problems. Also, the device cannot be functionally tested by emulating the anatomical/procedural factors encountered during the procedure. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported complaint cannot be confirmed. Blocks g2 (report source) has been corrected.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon to remove intestinal polyp during a polypectomy procedure performed on (B)(6) 2024. During the procedure and inside the patient, the device could not remove the polypus. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon to remove intestinal polyp during a polypectomy procedure performed on (B)(6) 2024. During the procedure and inside the patient, the device could not remove the polypus. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon to remove intestinal polyp during a polypectomy procedure performed on (B)(6) 2024. During the procedure and inside the patient, the device could not remove the polypus. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. Additional information received on june 14, 2024: the size of the polyp was 0.5 mm.

Manufacturer narrative:
B5 and h2 (if follow-up, what type?) Have been corrected. H6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. H11: a captivator ii-10mm round stiff snare was received for analysis. Visual inspection of the returned device revealed no damages. Functional inspection was performed and when the device was connected to the 10-inch loop fixture, the loop could extend properly without any problem. Electrical testing was performed, and the device was found within specification. No other problems were noted. The reported complaint of loop failure to cut was unable to be confirmed since it was determined that the device did not have any visual and functional problems. Also, the device cannot be functionally tested by emulating the anatomical/procedural factors encountered during the procedure. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported complaint cannot be confirmed. G2 (report source) has been corrected.